Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out d4 and h4. Reconfirmation of complaint event since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. Operation confirmation: olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) type test: when design changes, olympus evaluated the quality of the design change product and verified that "the distal cover does not come off from the tip of the endoscope during use." Supplier investigation: the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since it has been confirmed that the distal cover does not come off from the tip of the endoscope if it can be attached correctly according to the procedure in the instruction manual, it is likely that the detachment of the distal cover that occurred due to the following handling by the user. Chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. The attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, a specific root cause of the suggested event could not be determined. The event can be prevented by following the instructions for use which state: see attachment procedure and warning column in 9.3 "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide an update to fields h7 and h9.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The reporter did not identify which single use distal cover was used; therefore, single use distal cover (model maj-2315) was chosen as a representative device. This report has been submitted by the importer under this MDR report number 2429304-2023-00390.

Event description:
Olympus received a medwatch from the FDA indicating during an endoscopic gastroduodenoscopy for diagnostic surveillance for duodenal tubulovillous adenomas, the single use distal cover fell of the duodenovideoscope while removing it and entered the patient's trachea, resulting in partial airway obstruction. It was later reported that the cover created an almost complete airway obstruction. Initially the patient was not under general anesthesia, but general anesthesia was initiated for an urgent flexible bronchoscopy by a pulmonologist to retrieve the cover. The patient was also scheduled for a colonoscopy that same day; therefore, resulting in a delay. After the bronchoscopy, the colonoscopy procedure was completed. The reporter also indicated the same type of flexible, disposable cap that was recently started at his institution, came off in another procedure and dropped into the hypopharynx of that patient. This complaint requires 4 reports. The related patient identifiers are as follows: two reports represent the initial reported event of the cap falling into the patients trachea (patient 1 of 2). (B)(6) represents evis exera iii duodenovideoscope. (B)(6) represents the single use distal cover. Two reports represent the reporters similar event of the cap falling into a patients hypopharynx (patient 2 of 2). (B)(6) represents evis exera iii duodenovideoscope. (B)(6) represents single use distal cover. This medwatch represents patient 2 of 2 for patient identifier (B)(6) represents single use distal cover.